Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for chest pains and also had high blood glucose of 500 mg/dl. Customer indicated that they did not want to troubleshoot for the high blood glucose and only needed assistance in resetting the basal rates.